Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The left common iliac artery diameter was 13 mm. The right iliac artery diameter was 12 mm proximally and 19 mm distally. It was reported that on the same day of the implant procedure the patient had a cold right leg. A CT scan was done and showed a narrowed right limb as the cause of the right cold leg due to a tight distal aorta. The occlusion was at the distal aorta / proximal right iliac artery. Planned treatment with 12 mm angioplasty kissing balloon from the flow divider down into iliac arteries was performed and this successfully opened the stent graft as confirmed with angiogram. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant cta¿s revealed that the proximal neck diameter was 22mm just below the lowest right renal, and 2cm lower measured 25mm in diameter. The neck was essentially straight, without calcification, and contained some thrombus. The maximum diameter aaa was 4.3cm, and the distal aorta was 19x21mm with minimal calcification. The right common iliac diameter ranged from 12 ¿ 20mm, and the left common iliac diameter was 13 ¿ 14mm. Both iliac arteries were mildly tortuous. Images post-implant were not provided, and the right limb occlusion event could not be assessed. It is possible that the narrow distal aorta may have contributed.

Manufacturer narrative:
(B)(4).